Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test and during the prime test at 4.0 lbs due to protruded and loose drive support disk. Insulin pump was unable to confirmed motor error alarm due to prime alarm during testing. The motor was tested outside the device and passed motor test. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm and another alarm. Customer also states that the drive support cap is protruded. The blood glucose reading is 7.6 mmol/l. Nothing further reported.